Manufacturer narrative:
The "serial number" and "device manufacture date" have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges unit shut off while he was driving on the sidewalk, which resulted in customer being thrown from the chair, landing on the sidewalk and breaking his femur.

Manufacturer narrative:
The "serial number" and "device manufacture date" have been updated. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges unit shut off while he was driving on the sidewalk, which resulted in customer being thrown from the chair, landing on the sidewalk and breaking his femur.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Alleges unit shut off while he was driving on the sidewalk, which resulted in customer being thrown from the chair, landing on the sidewalk and breaking his femur.